Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1237 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that rn attempted a PICC insertion and the wire came out broken (separated and frayed). It was stated all of the wire came out of the patient but it was stretched to a very fine thread that looked fragile as if it could easily break off in the patient. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, and the cause appears to be associated with use of the device. One 0.018¿ x 50cm nitinol guidewire was returned for evaluation. A visual observation of the sample revealed evidence of use. The guidewire had been removed from its hoop and the hoop was not returned for investigation. Blood residue was observed on the wire. The coil wire was stretched out and unraveled over the core wire. The core wire extended 3.6cm from the attachment point at the proximal end of the coil wire. The weld tip and approximately 1.5cm of the core wire was missing from the distal tip of the wire. The distal tip of the returned core wire revealed slight necking and a jagged and granular fracture surface, which is consistent with a break due to tensile stress. It was reported that the guidewire was used. This type of damage can occur when pulling the guidewire back over the needle bevel. If the guidewire must be withdrawn while the needle is inserted, both the needle and wire should be removed as a unit to prevent the needle from damaging or sheathing the guidewire. No defects related to the manufacturing process were noted on the returned sample that would contribute to the complications reported by the complainant. A lot history review (lhr) of reby1237 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that rn attempted a PICC insertion and the wire came out broken (separated and frayed). It was stated all of the wire came out of the patient but it was stretched to a very fine thread that looked fragile as if it could easily break off in the patient. No harm to the patient was reported.